Event description:
Information received from the field notes that the patient presented in the recovery room post rf ablation. Upon interrogation, the device exhibited dashes for random parameters. The sensor could not be programmed on. Measured battery data was 2.64 v, 12 ua, 5 kohms with an estimated remaining longevity of nine months. The device was subsequently replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received f10 - code 2203 - microprocessor reset